Event description:
2024-10-23: integrum received informed that axor ii unit (B)(6) has fallen off the abutment. No health consequences or patient injury reported. Manufacturing investigation performed, the unit has been manufactured according to specification. 2024-11-05: technical investigation of unit (B)(6) performed, during investigation the reported issue could not be replicated, however the clamps showed small marks which indicate incorrect donning at least during one occation. In addition, several components were damaged. During the service damaged components were replaced and the device was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.